Event description:
It was reported that the lead alert triggered and the right ventricular (rv) lead exhibited high impedances on the high voltage lead. The lead alert thresholds will be reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6940, lead, implanted: (B)(6) 1999. (B)(4).